Event description:
Customer reported that due to his adc meter reading high he began to experience hypoglycemic symptoms of slurred speech and could not barely stand. Paramedics were called to his home and received an hcp meter reading of 135mg/dl as compared to the adc meter reading of 188mg/dl. He reportedly was treated with glucose IV and transported to a local hospital where he was diagnosed with hypoglycemia. He was additionally given glucose tablets and juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Unable to obtain meter serial number as customer stated the numbers had worn off and were no longer visible. This is an initial report. The product was requested back for an investigation and a final report will be submitted when the investigation is complete.